Event description:
After performing site care (routine) to (r) central PICC line, pic tubing found to have severed at site of y-connector (triple lumen). Unable to steriley re-attach; pic line disconnected.